Event description:
It was reported that the patient did not feel well in the morning of the incident date, feeling like blood glucose might be too high, but no exact symptoms were reported. The customer tested on her meter resulting in 120 mg/dl. Due to her symptoms, the customer called the emts who received a result of at least 600 mg/dl on their meter within 15 minutes. The customer was admitted to hospital, received insulin as treatment, and was released in the evening of the same day.